Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using three gore tag thoracic endoprostheses. The aneurysm diameter measured 70mm. On (B)(6) 1020, pre-discharge examination indicated a slight type 2 endoleak. The patient was discharged with the endoleak to be monitored. On (B)(6) 2011, follow-up CT scan showed a persistent type 2 endoleak. The aneurysm diameter measured 67mm. On (B)(6) 2011, the patient underwent an embolization procedure to repair the type 2 endoleak. On (B)(6) 2012, follow-up CT scan indicated a growth in the aneurysm diameter which measured 72mm and a slight type 2 endoleak. The physician opted to monitor the endoleak. It is unknown whether the endoleak originated from the same vessel previously embolized.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Users are made aware of the risks associated with hype ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.